Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for a low blood glucose value of 37 mg/dl. The customer was wearing the insulin pump at the time of incident. The customer was treated during hospitalization. Troubleshooting for the low blood glucose was initiated and no insulin pump anomalies were noted. The insulin pump will be returned for analysis.